Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's sensor board and power management board were replaced to address the issues.

Event description:
The manufacturer received info from a third party service center alleging "service required" alarm conditions had occurred. The device was not in pt use.